Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: an initial off-label right common iliac artery (rcia) case, a type iiia endoleak between the bifurcated device and right side limb extension, and a secondary endovascular procedure. The event is most likely user-related due to the off-label right side iliac anatomy measuring at 35.6mm (IFU states to be within 10mm-23mm), as well as the off-label snorkel procedure with a non-endologix device in the rcia. Procedure-related harms for this event could not be determined. The final patient status was reported to be stable. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent, and a right side hypogastric snorkel was performed (off-label). Approximately 2.5 years post initial procedure, a type iii junctional endoleak (iiia) was detected due to limb extension sliding out of the bifurcated device. The physician elected to treat the patient by implanting an additional afx limb stent graft on (B)(6) 2019. The patient is reportedly stable pre- and post- secondary repair. There have been no additional patient sequelae reported.